Event description:
This complaint is from a data use agreement (dua). The dua summarizes 28 patients that were implanted with cmf-d distractor (mandible indication) at children¿s hospital of philadelphia (chop). Patient ID (B)(6). Patient is a 4 months old male. Reason for implantation was congenital microretrognathia/ treacher-collins implanted bilaterally (r and l mandible). Post op complication on the right mandible included blister and infection behind ear ¿ treated with antibiotics. While on the left mandible include nerve palsy due to nerve stretching ¿ no medical/surgical intervention. Implant(s) involved on right side: (04.315.065) 25mm bc distractor body, end activated, with u joint . Unknown 1.0mm mesh feet c-type. Unknown 1.0mm mesh feet b-type. (04.314.125) 30mm flexible extension arm. Unknown screws #8. Implant(s) involved on left side: (04.315.065) 25mm bc distractor body, end activated, with u joint. Unknown 1.0mm mesh feet c-type. Unknown 1.0mm mesh feet b-type. (04.314.125) 30mm flexible extension arm. Unknown screws #8.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.